Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor broke inside the body. The customer's blood glucose at the time of the incident was 100 mg/dl. The customer was assisted with the troubleshooting. The customer was advised to do x ray. The product will be returned to the analysis.